Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c93e, serial/lot #: (B)(4), ubd: 22-aug-2020, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 25-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 35x43 mm penetrating atherosclerotic ulcer (pau). It was reported that the patient presented emergently the following month with an occluded left limb that appeared to be compromised at the aortic bifurcation. A secondary procedure was carried out. A thrombectomy was carried out, the bifurcation was stented in the bilateral limbs and the left iliac limb was relined with a 16x10x124 device. The event was reported to be resolved. As per the physician, the cause of the event was due to patient anatomy due to a tight bifurcation. It was then reported the patient presented emergently complaining of abdominal pain on over 2 and a half years later. A CT showed total occlusion of the evar devices. Thrombectomy was performed the following day with relining of the grafts using non mdt expandable stents per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis the reported total occlusion was confirmed on the films provided. However, the exact cause of the events could not be determined. CT images from earlier follow up were not available for review. The patient has a history of previous left limb occlusion which was noted as likely related to a narrowed and calcified distal aorta. Possible contributors to vessel occlusion, considering the large amount of thrombus observed throughout the stent graft, includes poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.